Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire and that there is no breach in the transformer housing, but she did see smoke, sparking and exposed wires on the cord. She also indicated that no injuries were sustained as a result of the issue. Refer to page 3, eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord was present, exposing wires and resulting in a short which could cause sparking. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going. Eval summary: a visual exam of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual exam of the cord revealed a breach in the insulation at one point along the length of the cord, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured 61.1 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires and when she plugged it into the wall, it started smoking and sparking. No injuries were reported.